Event description:
Pt was connected on the dialysis machine and suddenly the machine screen read blood leak. Dialyzer tested for blood leak and result turned out positive. Dialysis immediately discontinued and blood was not returned. No unusual reaction noted due to immediate intervention.